Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital from the clinic with orthostatic hypotension, lightheadedness, a drop in hematocrit level and dark stools. A small bowel enteroscopy revealed a nonbleeding angiodysplastic lesion in the proximal jejunum, which was cauterized. The patient was started on octreotide and remained on a proton pump inhibitor. No transfusions were given. At discharge, the patient was ambulating without lightheadedness and in stable condition. No further information was provided.